Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure (error e224) was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the error e224 was due to a faulty video cable/adapter. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had an error e224, during set up/inspection for use (during set up in room /before patient in room). There were no reports of patient involvement.